Event description:
It was reported from (B)(6) that the universal battery charger device did not charge. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the light emitting diode(led) display did not illuminate and was not functioning. Therefore, the reported condition was confirmed. It was further determined that the main connection to the power supply was loose and was visible from the outside. The assignable root cause was determined to be due to a faulty production. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device availability date was incorrectly documented. The date returned to manufacturer was corrected from may 20, 2015 to may 27, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.